Event description:
Patient presented to the physician with a hematoma at the chest incision. Physician brought the patient into the or, evacuated the hematoma, and placed a drain. Patient stayed overnight for observation. Physician believes the patient¿s blood thinners contributed to the issue.